Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Environmental stress cracking (esc) was observed approx.460-505 from the terminal pin. Surface abrasion on terminal boot was found approximately 25mm from the terminal end. Dried body fluid was noted in the helix housing. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. The outer conductor resistance measured as an electrical open indicating a fractured or broken conductor. X-ray showed a fractured outer conductor approx. 250 mm from the terminal end. Fracture characteristics are consistent with clavicle/first rib damage.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were exhibiting loss of capture and high out of range impedance measurements above 3000 ohms. Lead fracture was suspected. These leads were explanted and successfully replaced. No additional adverse patient effects were reported. The leads have returned for product analysis.

Event description:
It was reported that this right atrial (ra) lead and right ventricular (rv) lead were exhibiting loss of capture and high out of range impedance measurements above 3000 ohms. Lead fracture was suspected. These leads were explanted and successfully replaced. No additional adverse patient effects were reported. The leads have not returned for product analysis.